Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported patient hemolysis caused by a possible device malfunction was unable to be confirmed or reproduced during investigation testing. A device malfunction could not be reproduced during investigation testing using the patient simulator because the dmc tank contains water, not blood; therefore hemolysis cannot be assessed. The driver was subjected to an additional 52-hour observation run in an attempt to observe a possible malfunction or change in driver performance. The driver performed as intended, and there was no evidence of a device malfunction. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient was experiencing hemolysis while supported by a companion 2 driver. The customer also reported that the patient was switched to a freedom driver.